Event description:
Baxter received a report from a customer regarding a system error 2240, which occurred on the homechoice (hc) during initial drain. The baxter technical service representative (tsr) explained the system error 2240 and cleared the alarm so the home patient (hp) could open the door and remove the cassette and bags. At the time of the call the hp was not connected to the patient line. The therapy was ended for the night. The tsr referred the hp to the on-call nurse for further medical instructions. The hp stated that she will do the therapy in the morning. The probable cause: air is being sucked into the disposable continuously for 5 or 20 minutes. The amount of air needed to cause this alarm is far beyond the amount of air typically present in supply bags. Non-sterile air sources would activate this alarm and would include pin holes in supply bags, tears, slot or punctures in the cassette sheeting, spikes through tube ports. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
Reporter alleged obtaining a discrepant blood glucose result of 400 mg/dl back to back with a result of 125 mg/dl on the compact plus system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
After further assessment, it was determined that this complaint is not a reportable malfunction. The baxter technical service representative (tsr) had documented all possible causes of the malfunction. The tsr did not narrow down the possible causes and there is no evidence of any cut/holes/slices in the cassette or tubing.

Manufacturer narrative:
If the sample or evaluation results become available, a follow-up report will be submitted.